Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic abscess ('abscess') in a 42-year-old female patient who had essure (batch no. 627735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation done at time of essure implant for diagnosis of menorrhagia" and device monitoring procedure not performed "did you undergo an essure confirmation test?:no". The patient's medical history included tubal ligation on (B)(6) 2018 and colonoscopy on (B)(6) 2014. She had no ectopic pregnancy, sepsis, blood transfusion and sepsis/IV antibiotics. She was not hospitalized. Previously administered products included for prevent pregnancy: oral contraceptive. Concurrent conditions included abdominal pain, nabothian cyst and uterine fibroid. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("allergic or hypersensitivity reaction type: rash / rashes or skin conditions type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("a lower abdomen pain") and back pain ("lower back"). The patient was treated with ibuprofen, paracetamol (tylenol), naproxen sodium (aleve) and surgery (hysterectomy with bilateral salpingo-oophorectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain lower and back pain had resolved, the pelvic abscess, genital haemorrhage, rash, female sexual dysfunction, headache, allergy to metals and vaginal discharge outcome was unknown and the migraine was resolving. The reporter considered abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic abscess, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had more than one essure related surgery (oophorectomy) on (B)(6) 2018. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, bleeding. Lot number:627735, manufacturing date: 2008-07, expiration date:2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic abscess ('abscess') in a 42-year-old female patient who had essure (batch no. 627735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation done at time of essure implant for doagnosis of menorrhagia" and device monitoring procedure not performed "did you undergo an essure confirmation test?:no". The patient's medical history included tubal ligation on (B)(6) 2018 and colonoscopy on (B)(6) 2014. She had no ectopic pregnancy, sepsis, blood transfusion and sepsis/IV antibiotics. She was not hospitalized. Previously administered products included for prevent pregnancy: oral contraceptive. Concurrent conditions included abdominal pain, nabothian cyst and uterine fibroid. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("allergic or hypersensitivity reaction type: rash / rashes or skin conditions type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("alower abdomen pain") and back pain ("lower back"). The patient was treated with ibuprofen, paracetamol (tylenol), naproxen sodium (aleve) and surgery (hysterectomy with bilateral salpingo-oophorectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain lower and back pain had resolved, the pelvic abscess, genital haemorrhage, rash, female sexual dysfunction, headache, allergy to metals and vaginal discharge outcome was unknown and the migraine was resolving. The reporter considered abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic abscess, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had more than one essure related surgery (oophorectomy) on (B)(6) 2018. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: plaintiff fact sheet received. Reporter, event abscess. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in a 42-year-old female patient who had essure (batch no. 627735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test?:no" and medical device monitoring error "novasure ablation done at time of essure implant for doagnosis of menorrhagia". The patient's medical history included tubal ligation on (B)(6) 2018 and colonoscopy on (B)(6) 2014. Previously administered products included for prevent pregnancy: oral contraceptive. Concurrent conditions included abdominal pain, nabothian cyst and uterine fibroid. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("allergic or hypersensitivity reaction type: rash / rashes or skin conditions type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("alower abdomen pain") and back pain ("lower back"). The patient was treated with ibuprofen, paracetamol (tylenol), naproxen sodium (aleve) and surgery (hysterectomy with bilateral salpingo-oophorectomy and cystoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain lower and back pain had resolved, the genital haemorrhage, rash, female sexual dysfunction, headache, allergy to metals and vaginal discharge outcome was unknown and the migraine was resolving. The reporter considered abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event : bleeding was added. Outcome of the event : back pain, abdominal pain lower were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 42-year-old female patient who had essure (batch no. 627735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation done at time of essure implant for diagnosis of menorrhagia" and device monitoring procedure not performed "did you undergo an essure confirmation test?: no". The patient's medical history included colonoscopy on (B)(6) 2014 and tubal ligation on (B)(6) 2018. Previously administered products included for prevent pregnancy: oral contraceptive. Concurrent conditions included abdominal pain, nabothian cyst and uterine fibroid. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("allergic or hypersensitivity reaction type: rash / rashes or skin conditions type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back"). The patient was treated with ibuprofen, paracetamol (tylenol), naproxen sodium (aleve) and surgery (hysterectomy with bilateral salpingo-oophorectomy and cystoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved, the rash, female sexual dysfunction, headache, allergy to metals, vaginal discharge, abdominal pain lower and back pain outcome was unknown and the migraine was resolving. The reporter considered abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure (batch no. 627735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test?: no" and medical device monitoring error "novasure ablation done at time of essure implant for diagnosis of menorrhagia". The patient's medical history included colonoscopy on (B)(6) 2014 and tubal ligation on (B)(6) 2018. Previously administered products included for prevent pregnancy: oral contraceptive. Concurrent conditions included abdominal pain, nabothian cyst and uterine fibroid. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("allergic or hypersensitivity reaction type: rash / rashes or skin conditions type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("a lower abdomen pain") and back pain ("lower back"). The patient was treated with ibuprofen, paracetamol (tylenol), naproxen sodium (aleve) and surgery (hysterectomy with bilateral salpingo-oophorectomy and cystoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved, the rash, female sexual dysfunction, headache, allergy to metals, vaginal discharge, abdominal pain lower and back pain outcome was unknown and the migraine was resolving. The reporter considered abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: pfs and mr were received: lot number was added. Events: vaginal hemorrhage, menorrhagia, rash,apareunia, migraines, headache, nickel allergy, dysmenorrhea , dyspareunia, pelvic pain, abdominal pain lower, back pain, vaginal discharge, device monitoring procedure not performed, medical device monitoring error were added. Event onset date and outcome were updated. Essure removal date was added. Surgeries were added. Concomitant drugs and conditions were added. Reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.